Event description:
The facility reported a colleague infusion pump with a malfunction of bad display. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the general physical therapy ward department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bad display was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective main display. Appropriate action was taken to correct the reported problem by replacing the main display. Additional information: a service history review found that the device has been previously sent into service for the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.